Event description:
Patient's father reported the infusion set cannulas have leakage problems. No adverse event reported. No product will available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.